Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, the error e102 occurred on the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated and there was a deterioration of the socket sensor of the subject device.

Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In addition, omsc confirmed the following additional information on the repair history. The subject device was replaced with a new power switch in december 2014. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, omsc surmised there was the possibility this phenomenon was attributed to the aging degradation of the parts of the power unit due to the repeatedly long-term use because more than eight years had been passed since the subject device had been manufactured. Thereby, the error e102 occurred on the subject device due to an unstable power supply to the examination lamp. If additional information becomes available, this report will be supplemented.